Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon able to pressed the green button and was able to squeezed the handle but the device did not fire. They replaced the product to complete the case. There was no patient injury.